Event description:
It was reported that "opened outer box and integrity of the inner packaging seemed to be compromised. Did not open any further. Had another screw available for the case." There was no adverse consequences to the pt.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.